Manufacturer narrative:
The investigation determined that a lower than expected vitros amon quality control result from a non-vitros control fluid using vitros amon micro slides was obtained on a vitros 5,1 fs chemistry system. The assignable cause of the event cannot be definitively determined. An unknown quality issue associated with vitros amon reagent or a vitros instrument issue cannot be entirely ruled out. In addition, as the qc shift observed on (B)(6) was consistent across all three biorad qc fluid levels, user error due to potential mishandling of the vitros reagent cart cannot be ruled out as a contributing factor to the event.

Event description:
The customer observed a lower than expected vitros amon quality control result from a non-vitros control fluid using vitros amon micro slides on a vitros 5,1 fs chemistry system. Level 3 result: 181.73 umol/l vs. Expected 245.0 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer stated that no vitros amon patient samples were processed during the time frame of the event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).